Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which fluid loss due to a tear in one of the cylinders was noted. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which fluid loss due to a tear in one of the cylinders was noted. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Correction to e1: initial reporter email. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.